Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller was  told by pt that the stimulator is dead and doesn't work. Pt says that the scs system may be explanted soon. Caller has limited information and no further details.